Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a jagtome pro rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the cutting wire broke. The procedure was completed with another of the same device. A photo was provided from the account showing that the cutting wire was broke. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.